Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2004 for the patient's left and right knee joint. The patient will underwent the revision surgery for her left knee joint due to the wear of the tibial insert on (B)(6) 2020. It was reported that the surgeon found the wear of the tibial insert of the patient's right knee joint. The surgeon commented that the cause of the wear was aging. The surgeon planned the revision surgery for the right knee joint. No date has been set. No further information is available.